Event description:
This device was returned without oos documentation. Per the following physician's office, this pt's system was removed due to erosion. Per biotronik representative, this lead had been previously capped on (B)(6)2010, due to a possible lead fracture or insulation break. Other devices removed due to erosion: lumax 300 dr-t (B)(4), MDR 1028232-2010-1017. Setrox s 45, (B)(4), 7mdr 1028232-2010-1018. Linox sd 60/16, (B)(4), 7mdr 1028232-2010-1019.